Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the video processor (vp) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported failure. The unit was installed into a system, video test was run, 10 power cycles were performed, and it sat idle for one hour. The system came up with no errors and video was good on both eyes. There was no trouble found. Isi received the cardcage involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported failure. The unit was installed into a system and it started up with no error. 50 power cycles were performed and all passed. All of the gantry motors were driven through their full range of motion and there were no issues. The unit remained in the system for four hours and it performed with no anomalies. There was no trouble found. Isi received the fiber cable (circular to dual) involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported failure; however, the error/fault was confirmed via error logs/system logs. The optical cable was installed into a system and it started up with no error. The system test did not find any issues with the cable. A visual inspection found dry loctite on the cable and a scratched nut. Isi received the touchscreen involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported failure; however, the error/fault was confirmed via error logs/system logs. The unit was installed into a system and it booted up in normal mode with a good image. It passed communication, calibration, and touchscreen functionality. Ten power cycles were performed without any errors or issues. The fiber cable involved with this complaint is a field scrap item and will not be returning to isi for further investigation. This complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, error 31030 occurred. The customer had previously rebooted the system after receiving multiple 252 errors. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) received the following additional information on 2/3/2020 from the customer: the system crashed with error 252 during the operation. After starting up again, a different error occurred. The used instruments were discarded, the patient was moved into a neighboring room, and the procedure continued with another da vinci system. On (B)(6) 2020, the customer reported they were not able to provide additional information regarding the case. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the video processor, cardcage, fiber cable, fiber cable (circular to dual), touchscreen, and the patient cart handle sensor (pchs) to isolate the reported problem. The system was tested and verified as ready for use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h10. 4307- intuitive surgical, inc. (Isi) tested the fiber cable (circular to dual) and cardcage together in a test system. The system started up with no errors and passed ten power cycles. The parts remained in the test system in normal mode for 3 hours before the test system failed with error 23 and 40084. The system was restarted, but it failed to come up and exhibited error 31243, ¿could not establish connection, fiber cable connectors may require cleaning." The fiber cable was swapped out with a known good one and the system came up with no anomalies. The original fiber cable was cleaned and reseated, but the connection could not be established. A review of the system log was conducted and error 31030 was confirmed to have occurred on the system multiple times. A review of the site's complaint history revealed that there were no other instances of the error reported in this event. No image or video clip for the reported event was submitted for review. No additional technical review is required as an isi field service engineer (fse) was dispatched to investigate the reported complaint. The fse replaced multiple parts to isolate the reported problem and verified the system as ready for use. This complaint is being reported due to the following conclusion and remains reportable: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.